Event description:
The facility stated that the aq2010v 3 piece silicone lens leading haptic tore off with insertion. No pt injury. Ocucoat and bss were used to lubricate. Metal 2 piece injector was used to insert lens. The cartridge model, aq cartridge fp, lot numbers were not specified by the facility. The user facility has not been forthcoming with additional info.